Manufacturer narrative:
The lens was returned. Solution is dried on the lens. One haptic is bent haptic and is torn (still attached) in the gusset and the distal areas. The other haptic is bent onto the optic surface and adhered in dried solution. The optic edge is pressed against posts of the lens case. Product history records were reviewed documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Torn haptic damage was observed. One haptic was also bent onto the optic and adhered in dried solution. This is similar in appearance to the position of a lens that has been loaded into a cartridge. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned product that an intraocular lens (iol) was defective. Additional information was requested.